Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they don't think they put the leads in correctly when they did the implant for their spine. Pt said that the leads were placed correctly during the trial period and the trial period was great and wonderful. Pt said apparently they didn't follow through or something because nothing is right and "it" is too low and "it" is not low enough in their back for reaching where it needs to be; pss understood the therapy wasn't reaching where the pt needed the therapy to be. Pt said that they have been "playing" with this for over a year; pss understood that reprogramming has been on the pt's therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-aug-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 30-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 10th. Cause of lead placement due to right shoulder/blade and back/low back rsd/fibromyalgia. Pt has tried different programs but the issue is still unresolved. They will continue to try suggestions from a representative.